Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left tibial artery with no tortuosity and high calcification. The command guide wire was used with a non-abbott 018 catheter and there was no resistance during advancement or removal; however, when it was removed from the catheter, the tip of the wire shredded/came apart but it is believed the core is in one piece. There were no adverse patient effects and there was no clinically significant delay in the procedure. The same catheter was used with two non-abbott wires and the same issue occurred during the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stretched coils was unable to be confirmed. The reported break was able to be confirmed as there were noted damages. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the highly calcified anatomy and/or the non-abbott 018 catheter resulted in the reported break/noted separated polymer coating. The reported stretched coils was not confirmed. Interaction and/or inadvertent mishandling resulted in the noted multiple distal core bends and the noted proximal core bend. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.